Event description:
A malfunction alarm, identified as malfunction code 12, was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump; however, the malfunction code recurred. As a result, technical support arranged for a pump replacement. The customer was advised to use a backup therapy to ensure insulin delivery continued uninterrupted and was instructed on the process for returning the problematic pump.